Event description:
I was in the MRI machine at (B)(6). Right hip MRI. As soon as the test began, I felt hot heat going in and out of my vagina. I pressed the button. The technician said it was normal. Then I pushed the button again saying I felt I was on fire. They told me a few more minutes we are almost done. I went to sit up after and I couldn't; the pain in my vagina; I couldn't sit on it. I cried out. The tech said please don't tell anyone I did this to you. I barely was able to get off table without excruciating pain. When I left, the medical professional kept telling me it was normal. I couldn't take the pain after a day or so I took a pic of my vagina and was scared. I did have my gynecology doctor in (B)(6) so I called every practice until someone saw me. I went, showed them pictures and then they told me they couldn't examine me because my legs were trembling and I was in pain. The doctor refused to do pelvic that time. I eventually went back to (B)(6); asked to speak to administration and showed her the pictures. Her face went white as a ghost and the technician was there. The administrator said she would do an investigation on the machine and get back to me. She gave me her email. I wrote her but she never wrote me back. It took a bit of time to find the right specialist. I was diagnosed with multiple injuries including permanent nerve damage. I had done some research after and found MRI recalls were happening during that time due to overheating.